Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range right ventricular (rv) pacing lead impedance measurements measuring less than 200 ohms which triggered an alert. Ts noted pacing impedances have been gradually decreasing. Additionally, there were no observations of noise. Ts provided troubleshooting options and recommended to perform x-rays. At this time, the lead remains in service. No adverse patient effects were reported.